Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the puncture, the needle broke approximately 4 cm from the distal end. The user punctured the pancreas via the ocular bulb, and the instrument was at a sharp angle. 1. If the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end)? Ans. N/a, handle end, patient end distal end of the needle. 2. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? Ans. N/a. 3. What was the target location? Ans. Pankreas head. 4. What is the scope manufacturer and model number that was used? Ans. Fuji. 5. Was gaining access to the target site difficult? Ans. N/a. 6. Was force required on insertion of device into scope? Ans. N/a. 8. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Ans. N/a. 9. Was the endoscope in a flexed or twisted position at any time during the procedure? Ans. Flexed position. 10. Was the stylet partially removed when advancing the needle into the target site? Ans. Stylet was in place. 11. Was the syringe used during the procedure, after the stylet was removed? Ans. N/a. 12. Was difficulty experienced while retracting the needle? Ans. No. 13. Was it possible to be fully retract before removing the needle from the patient? Ans. Yes. 14. How many samples were obtained (passes completed) with this needle? Ans. 1. 15. Were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior to return? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) ans. N/a. 16. If not with the device in question, how was the procedure performed and/or finished? Ans. A new needle. 17. Did the patient require any additional procedures as a result of this event? Ans. No. 19. Did any section of the device detach inside the patient? Ans. No. 20. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? Ans. N/a. 22. Please provide the tracking information of the returned device. Ans. (B)(4).